Event description:
A surgeon reports that during surgery, the system failed during phacoemulsification. Surgeon had to do extracapsular cataract extraction, resulting in astigmatism and myopia because correct power iol was not available. Surgeon feels the patient will require additional procedures to correct the ametropia and astigmatism. Additional information has been requested.

Manufacturer narrative:
Waiting for evaluation results.